Event description:
After iabp for seven days, the "gas leak" alarm sounded several times. The iabp was filled again and no blood was noted. Later, the iab leaked. Blood was noted in the catheter. (Event complications: none from the event- reported 10/31/97.) (Pt's current status:unk- rpt'd 10/31/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.